Event description:
Following coil occlusion of right middle cerebral aneurysm with mynx #6 closure device, pt developed large retroperitoneal bleed. She required resuscitation, including intubation and blood products. H&h decreased to 8.5/24.4. She was discharged to an ltac on (B)(6) 2012.